Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition. The carrier tube was returned in the fully rear locked position but had been separated from the hemostasis sheath. The suture was found to have been fully deployed and had been cut. No damage or issues were identified. The complaint was confirmed for device separation. The exact root cause cannot be determined. The likely cause was determined to have been lateral force or off-axis loading during rear-locking resulting in device separation. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Additional information was received on 14 jan 2024: the procedure performed was percutaneous coronary intervention (pci) using a 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was in stable condition. The user did not have difficulty in inserting the locator into the hub. The separation occurred when device was in the patient.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5.

Manufacturer narrative:
E3: occupation: cardiologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the device sleeve separated. When the fellow deployed the angio-seal, the sleeve separated, therefore, he held the string and tamper collagen and applied manual compression. There was no impact on the patient. There was no life-threatening injury involving the device. There was no permanent injury to the patient's body. The procedure was completed successfully. There was no known effect to the patient.